Event description:
On (B)(6) 2022 it was reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized with peritonitis. No additional information provided during intake. During follow-up, the patient's pd registered nurse (porn) reported the patient presented to the outpatient dialysis clinic on (B)(6) 2022 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 6,532 u/l, polymorphs = 96%) were collected, and the patient was diagnosed with peritonitis. The patient was treated outpatient with intraperitoneal (ip) ceftazidime 1000 mg daily and ip cefazolin 1000 mg daily, until the culture results returned positive for methicillin resistant staphylococcus aureus (mrsa) on (B)(6) 2022. The patient's antibiotics were both discontinued and was started on ip vancomycin 1500 mg every other day. The porn reported the patient was hospitalized on (B)(6) 2022, after an abscess was discovered in the patient's abdomen by the patient's primary care physician (details unknown). Once hospitalized, it was discovered the abscess was cause of the patient's peritonitis and the patient's pd catheter (not a fresenius product) was surgically removed. The patient was transitioned to hemodialysis (hd) for rrt and currently remains hospitalized. The patient is expected to be discharged this week and will begin outpatient hd therapy for rrt. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. A repeat cell count performed on (B)(6) 2022 revealed the wbc count dropped to 6 u/l. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)